Manufacturer narrative:
No product was returned. The root cause of the delivery issue was most likely patient condition related.

Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported that due to aortic heavy calcification, unable to advance impella in aorta and the medical doctor made the decision to remove the pump. No known patient harm or injury.